Manufacturer narrative:
An investigation has been initiated. The device is currently being evaluated. Additional info regarding the procedure has been requested. When the investigation is complete a final report will be submitted.

Event description:
It was reported that during the cect injection of 4cc's second @ 300psi an infiltration of the line was observed.